Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. When did the suture break (in the pack, during removal of the pack, during handling, or during use on the patient)? Please specify during patient use. Two cases were reported where the suture broke in the middle of the time. Did the event occur during one or more patient procedures? Two procedures, two independent reports were filed. What is the total number of procedures? 1 report procedure. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown ob/gyn procedure on (B)(6) 2022 and suture was used. During two cases the suture breaks in the middle of the time. There were no patient consequences reported. Additional information was requested.